Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A non-field reported error codes fe681, fc58b and 40688 were confirmed in the memory log files. During baseline testing, the unit failed as a result of an unresponsive touchscreen. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touchscreen of this programmer has stopped responding. Rebooting the programmer temporarily fixed it but went back to being unresponsive. No adverse patient effects reported. No adverse patient effects reported. The programmer was being returned.